Manufacturer narrative:
Results: the embolization coil was detached from the penumbra coil 400 coil (pc400 coil) pusher assembly and had the proximal constraint sphere intact; the embolization coil was slightly kinked approximately 4.0 cm from the proximal end. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pc400 embolization coil was detached from its pusher assembly. However, the pc400¿s pusher assembly and the px slim used in the procedure were not returned with the embolization coil for evaluation. Therefore, the root cause of this complaint could not be determined. Further evaluation revealed the embolization coil was kinked. This damage typically occurs due to forceful manipulation of the pc400 coil during advancement or retraction. The od of the embolization coil was measured and found to be within specification. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) before a stent-grafting using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) into the patient, then placed a pod6 coil and another manufacturer's coil into the superior gluteal artery (sga) followed by another pod6 coil and another coil from the other manufacturer into the inferior gluteal artery (iga). After deploying and detaching another pod6 coil in the main vessel of the iia, the physician deployed a pc400 coil in the iia but was unable to detach the coil. Therefore, the pc400 coil was retracted; however, while the coil was being retracted from iia, it unintentionally detached within the px slim. The px slim containing the detached pc400 coil was removed from the patient and the pc400 coil was then removed from the px slim. Thereafter, the procedure was completed using a new pc400 coil, another coil from the other manufacturer and the same px slim. There was no report of an adverse effect to the patient.